Event description:
Reportedly, external defibrillation (3 shocks) was performed prior to an ablation therapy on (B)(6) 2012. Pacing failure (with pause) was observed after the 3rd shock, reportedly due to undersensing. Moreover, noise was detected, and ventricular threshold was significantly increased. The ventricular amplitude was therefore reprogrammed to 5v.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.